Event description:
The pt underwent a procedure in 2000. Closure of the arteriotomy in the common femoral artery was attempted with the closer tsl 6 fr device. The device was successfully deployed, but hemostasis was not achieved. Manual compression was performed. After 10-15 minutes of manual compression, the pt presented with spontaneous claudication; a cold leg and pain were reported. The pt was taken to surgery, where a 10 cm fresh thrombus was removed from the superficial femoral, common femoral and external iliac arteries. The vascular surgeon reported posterior wall trauma, and a dissection flap in the artery. Notes from the field indicate the pt had a high bifurcation and a small vessel. It was also noted that severe vasospasm was occurring during the procedure. The physician did not take a sheathogram to confirm the location of the access site.